Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) postprandial blood sugar levels exceeding 20 mmol/l [hyperglycaemia] the piston rod of the novopen 5 could not come out [device issue] sometimes the pen could dispense insulin normally, while at other times it could not [device delivery system issue] failed insulin injection [device failure]. Case description: this serious spontaneous case from china was reported by a consumer as "postprandial blood sugar levels exceeding 20 mmol/l(postprandial hyperglycaemia)" with an unspecified onset date, "the piston rod of the novopen 5 could not come out(device component defective)" with an unspecified onset date, "sometimes the pen could dispense insulin normally, while at other times it could not(device delivery system issue)" with an unspecified onset date, "failed insulin injection(device failure)" with an unspecified onset date, and concerned a 70 years old male patient who was treated with novopen 5 (insulin delivery device) from unknown start date for "device therapy", patient's height, weight and body mass index were not reported. Dosage regimens: novopen 5: not reported. Medical history was not provided. On an unknown date piston rod of the novopen 5 could not come out. It was found that sometimes the pen could dispense insulin normally, while at other times it could not. It was concluded that the pen was faulty the patient had been hospitalized due to high blood sugar caused by the failed insulin injections, patient's blood glucose exceeded 20 mmol/l. Batch numbers: novopen 5: pvgga91-1. Action taken to novopen 5 was not reported. The outcome for the event "postprandial blood sugar levels exceeding 20 mmol/l(postprandial hyperglycaemia)" was not reported. The outcome for the event "the piston rod of the novopen 5 could not come out (device component defective)" was not reported. The outcome for the event "sometimes the pen could dispense insulin normally, while at other times it could not (device delivery system issue)" was not reported. The outcome for the event "failed insulin injection (device failure)" was not reported. No further information available. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. Preliminary manufacturer comment: (B)(6) 2025: the suspected device has not been returned to novonordisk for investigation. No conclusion is reached.

Event description:
Case description: investigation results: suspect: novopen 5, batch: pvgga91-1. A visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. No remarks. Visual examination and functional testing were performed. Piston rod slightly difficult to retract. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. All mechanical functions were normal. During test the memory display mirrored all expelled doses correctly. The dose accuracy was measured by weighing. The results were found to comply with specifications. A microscopic examination was performed. Foreign matter on piston rod was observed. The piston rod was difficult to retract. This was due to accumulation of foreign matter on the piston rod. No further information available. Since last submission the case have been updated with the following: malfunction updated as no. Is non-reportable updated as no. Investigation results updated. Final report ticked, expected date of fu report removed and current location of device updated in EU/ca tab. B, c and d, g (imdrf) codes updated in device addendum tab narrative updated accordingly. Final manufacturer comment: 15-jun-2025: the suspected device novopen 5 been returned to novonordisk for investigation. Upon preliminary examination, piston rod was found to be slightly difficult to retract. This could be due to foreign matter on piston rod. The fault is caused by accidental handling error during use of device. If the piston rod cannot be retracted, and no spare pen is available, the patient will miss a dose and may experience hyperglycaemia. H3 continued: evaluation summary. Suspect: novopen 5, batch: pvgga91-1. A visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. No remarks. Visual examination and functional testing were performed. Piston rod slightly difficult to retract. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. All mechanical functions were normal. During test the memory display mirrored all expelled doses correctly. The dose accuracy was measured by weighing. The results were found to comply with specifications. A microscopic examination was performed. Foreign matter on piston rod was observed. The piston rod was difficult to retract. This was due to accumulation of foreign matter on the piston rod. "This report is for a foreign device that is assessed as "similar" to us marketed novopen echo".